Event description:
A customer reported a tandem mobi cartridge alarm during pumping. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed by technical support to remove the cartridge and deliver a 9-unit bolus, which completed successfully. The cartridge was reloaded successfully, and insulin therapy was resumed, resolving the issue.